Event description:
The complainant stated that the pt leaned against the bed, the brake did not hold and the pt fell.

Manufacturer narrative:
The service technician found that the brake would set on the bed and he can duplicate the brake not holding. The account has removed the bed from service. No add'l info is available at this time.